Event description:
During an anterior cruciate ligament repair using the fast-fix 360 curved ndl delivery system, it was reported that while inserting the device, the second implant was falling out. The implants were removed with a grasper. No implants remain unsupported in the patient.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Product evaluation: one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is dramatically bent. Ts and suture were returned, no damage was observed. Reported pre-deployment of t2 cannot be confirmed. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended however the trigger was stiff due to the bending of the needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Although the reported failure mode cannot be confirmed, the described failure is being monitored. (B)(4).